Event description:
Device issue: difficult to deploy, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a tech trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment difficulty was encountered halfway through deployment. Additional pressure was applied enabling completion of thumb advancer deployment. After deploying the clip, resistance was encountered during device removal. A dilator was inserted into the access ports which released the device from the pt's anatomy. When the device was removed, hemostasis was achieved, and the clip was deployed in the intended location in the vessel. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
It was reported that during a laparoscopic roux-en-y procedure ,when they pulled the ancillary trocar out of the package, the tip was broken off. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar the analysis results found that an ancillary trocar was received for analysis without a device. The ancillary trocar was noted to have the tip broken. Although no conclusion could be reached on what caused the ancillary trocar to break, it is possible that torque was applied to the tip of the trocar while attempting to remove it from the retainer. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). No batch history record was performed as no device or lot number was received.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.